Event description:
Patient reports pump beeping with no error message. Beeping did not stop when infusion was stopped but did stop when pump was completely turned off. Sending new pump to patient. Dose or amount: 45ml/24 hr. Frequency: continuous. Route: IV. Dates of use: from first ship (B)(6) 2007 to continuing.